Event description:
It was reported that the device was explanted after an implant duration of approximately 79.17 months. In 2009, per the response from the surgeon, the device was explanted due to complete dehiscence of the ring. It was also noted that the patient had mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Baxter (B)(4) received a report that while connecting to the yume set by clean flash, an alarm occurred and the clean flash stopped. Then a tear was found from the tubing. Leakage occurred from the tear. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.